Event description:
It was reported to philips that the system gave an alert indicating the fluoroscopy failed, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred undergoing coronary procedure. The procedure was completed as planned by pressing the footswitch again at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the fluoroscopy failed, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the cause of this issue was wired footswitch not working properly. To resolve the issue, the fse swapped the foot switch between the examination room and the control room. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed as planned on the same system by pressing the foot pedal again. A scenario where the procedure can be completed on the same system without a delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.